Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was being used to deliver an unspecified concentration of magnesium sulfate. After an unspecified length of time, the customer contact reported an unspecified volume of solution leaked from the connection of the clave secondary port and the semi-rigid female adapter on the cassette of the tubing set. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Hospira continues to investigate.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from an unspecified lot was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.